Event description:
It was reported bu the customer that their infusion set had been occluded, causing them to have high blood glucose levels. Customer's blood glucose level was 230 mg/dl at time of reporting. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. The insulin pump passed 7.2 units bolus and occlusion tests. Unit was monitored in 50 degree celsius oven for twenty four hours and no excessive no delivery alarm noted. Unit had cracked overlay and scratched overlay on case.